Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, broken reservoir tube lip, cracked belt clip slot and minor scratches and cracks to the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call of button error on the customer's insulin pump. The customer's blood glucose at the time was 224mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.